Event description:
It was reported by the customer that their reservoir may be occluded and their insulin pump alarmed no delivery. During troubleshooting, customer was asked to perform a fixed prime of insulin. Customer states the insulin did exit. Next, customer was asked to manual prime of 5 units of insulin. Customer states the insulin did not exit. Advised customer the issue might be an occluded reservoir. Customer's blood glucose level was 220 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.